Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an insulation anomaly was noted due to suspected lead to can abrasion. Lead was capped and replaced. Patient condition was good.